Manufacturer narrative:
The information provided is limited, as such there is no connection that can be made at this time between the reported post-operative complications and any problem with the bard/davol device used to treat the patient. Recurrence is a known inherent risk of hernia repair surgery and is listed in the adverse reaction section of the instructions-for-use as a possible complication. Without a lot number a review of the manufacturing records is not possible. Should additional information be obtained, a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
Davol field assurance received a telephone call from a patient's wife who left a message reporting an alleged adverse event involving a bard/davol mesh. It was stated that her husband was implanted in (B)(6) 2006 with a bard kugel patch. As alleged the patient had to undergo multiple additional hernia surgeries since the 2006 implant. No additional information was provided. Multiple attempts were made to call the number listed as reporting the event. However to date there has been no response. As it is alleged the patient was injured an MDR is being filed to document the reported event.